Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and fever coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with oral cipro (ciprofloxacin) and intraperitoneal vancomycin (treatment doses and frequencies were not reported). Three days after onset, the patient was discharged from the hospital. On an unreported date, the peritonitis was resolved, the patient was recovered, and dianeal therapies were ongoing. No additional information is available.